Event description:
The initial reporter alleged discrepant hepatitis b virus (hbv) results using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The sample in question (ID (B)(6)), drawn on (B)(6) 2023, was tested on (B)(6) 2023. Both tests yielded hbv reactive results with cycle threshold (CT) values of 33.5 and 34.8, respectively. However, the internal control (ic) was invalid on both occasions, with suppressed growth curves observed. A new sample (ID (B)(6)) was drawn from the same donor on (B)(6) 2023 and tested on the cobas 6800 instrument. This test yielded a non-reactive hbv result with a valid ic and a robust growth curve. The results were not released, and the donor's organs were harvested. It was not reported whether the organs were transplanted to a recipient. No harm was reported as a result of this discrepancy.

Manufacturer narrative:
The analysis was performed on a cobas 6800 instrument (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. The provided customer data confirmed the discrepant hbv reactive results for the donor sample (ID (B)(6)). The sample exhibited a very weak and non-sigmoidal pcr growth curve for hbv, which is indicative of a low viral load near or below the limit of detection (lod). A subsequent sample (ID (B)(6)) from the same donor yielded a non-reactive hbv result with a valid internal control and a robust growth curve. The invalid internal control observed in the initial tests may have been caused by pcr inhibitors due to donor treatments or sample handling, potentially leading to hemolysis. A review of quality control data and complaint history did not identify any issues related to the customer allegation. The root cause of the discrepant results was attributed to the low viral load of the sample, which can result in variability between reactive and non-reactive results upon repeated testing. No product issue was identified.